Event description:
According to the reporter, the patient's current condition was renal failure in initial dialysis. On (B)(6) 2023, the patient underwent tunnel catheterization in the right internal jugular vein and began to develop fever on (B)(6) 2023 with a maximum body temperature of 40.4°c (degree celsius), accompanied by pus and redness at the catheter site. The patient had blood infection (catheter outlet). There was no leak and there was no luer adapter issue. The catheter was not repaired and not replaced. There was no cleaning agent used on the device. There was nothing unusual observed on the device prior to use and no other damages were found on the product. There were no other products utilized with the device. The patient was sent for bacterial culture inspection and blood culture revealed staphylococcus hemolyticus. It was mentioned that the dressing was changed everyday with gauze and bandage. The wound dressing contained sterile as a cleaning agent. Povidone iodine disinfection and bactroban were the cleaning agents and ointment used to treat the exit site. The patient was given physical cooling and ampicillin sodium and sulbactam sodium powder injection for anti-infection treatment. The other intervention/treatment done were to change the dressing in a timely manner and local cleaning. On (B)(6) 2023, the patient had no fever again and there was no purulent discharge next to the catheter and the issue was resolved. The catheter was not explanted and still remained in the patient. Treatment was completed. The event lead/prolonged patient hospitalization for about 2 weeks. It was stated that the patient's caused of infection were sweating of the kidneys but did not lead to kidney infection, the dressing was not changed in time and the dressing was wet. There was no blood loss and blood transfusion was not required. The patient's status was acceptable and the patient had recovered.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. No information regarding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the entry site of the catheter was red and inflamed. Visual inspection noted the cause of the infection could not be reliably attributed to the device. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.